Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the joystick is inoperable. The nut that holds the switch onto the joystick came loose and now the switch will not operate. Joystick cannot be turned on or off. A return quote has been issued and the component will be returned to invacare for an inspection and evaluation. No injury.

Event description:
Customer alleges the nut that holds the switch on the joystick came loose and now the switch will not work. Return qt done. No injury alleged.